Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The customer reported it was not known if the ventilator was in use via ac power or battery power. The customer reported during testing of the device it failed battery testing. The customer reported the battery was charged for several hours but the voltage was low. The customer declined manufacturers service and followup service information from the customer has been requested.

Manufacturer narrative:
Device out of warranty; manufacturers service declined. Customer performing service; service info requested.